Event description:
Customer reported a cgm error 42 associated with a g7 sensor. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the customer plugged in the pump again, after it had shut down due to the battery dying.